Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed from the header. Estimated blood loss was 300cc's. Pt had no adverse effects and required no medical intervention. Sample has not been returned to the MFR.